Event description:
It was reported via repair work order that the scale was not accurate due to a faulty load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaulation results.

Event description:
It was reported via repair work order that the scale was allegedly not working correctly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.